Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b6, b7 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2019 the patient underwent a removal surgery of a broken va-lcp plate which was replaced with a mega knee prosthesis implant. On or about (B)(6) 2019, the patient was admitted due to the surgical repair to the left femur not healing properly. As a result, he underwent surgery to remove the synthes femoral nail and replace it with a va-lcp plate. On or about (B)(6) 2019, the patient was out for a walk when he felt extreme pain in his left thigh. He was again admitted. Radiology studies showed that the va-lcp plate which had been implanted less than three months prior had fractured in two. On (B)(6) 2019, the patient was transported to leesburg regional medical center with fever, pain and vomiting. Testing showed that the patient had developed an mrsa infection at the surgical site where the va-lcp plate had been removed. On (B)(6) 2019, the patient underwent surgery to remove the mega knee prosthesis implant and insert antibiotic spacers at the site to treat the mrsa infection. Unfortunately, antibiotic treatment was unsuccessful. On (B)(6) 2019, the patient airlifted to va medical center for further treatment of the mrsa infection. On (B)(6) 2019 surgeons amputated the patient's left leg above the knee. This complaint involves 2 devices. This report is for (1) unk - screws: trauma. This is report 2 of 2 for (B)(4). Related product complaint: (B)(4).